Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) has a monitoring voltage of 2.60v with a charge time of 9.7 seconds. The patient is 100% ventricular paced. The thresholds are 2.6 volts @ 0.4ms and the pacing impedance is 680 ohms. The device is programmed for 20% atrial storage. There is a concern that the battery is depleting earlier than expected. This device is part of the avt latching population (6/17/2005).